Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired. The cause of death was congestive heart failure and arteriosclerotic heart disease. The patient was in the hospital at the time of the death. The physician informed the patient death was not system related nor was the device turned off prior to the expiration. The system was explanted and returned.

Manufacturer narrative:
A partial lead with the connector pin measuring 6.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.